Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in ane, the md noticed that the tip of the guide wire was faulty. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The returned sample was kinked

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that during insertion in ane, the md noticed that the tip of the guide wire was faulty, this issue was confirmed. One opened cv-17702-e kit containing a guide wire, arrow raulerson syringe, and several other components was returned. The introducer needle was not returned. The guide wire was kinked 3.5 cm from the j-bend. A manual tug test on both ends of the guide wire found both welds intact with no unraveling or separations. Microscopic examination of the welds found both welds are typical, full and spherical. No defects or anomalies were observed on the ars which did not appear to have been used. The guide wire graphic specifies the length at 600 +/- 4 mm and the diameter at .788/.826 mm. The diameter of the guide wire measured 0.800 mm. The length was confirmed to be consistent with the graphic. While it was not reported which other components were being used to insert the guide wire, functional testing was performed on the returned ars. Using a straightening tube, the j-end of the guide wire was inserted into the raulerson syringe four times with the plunger in and then out, rotating the sample other remarks: 1/4 turn between insertions. No resistance was felt during the insertions through the raulerson syringe. The instructions booklet contains instructions for inserting the spring wire guide and suggested techniques to minimize the possibility of guide wire damage during use. The device history records were reviewed and did not reveal any manufacturing related issues. The introducer needle, provided in the kit, was not returned. Therefore, the probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.